Event description:
The doctor stated that he had five medpor nasal implants in the last six months and had to remove them within a month after placement. The doctor stated that he does an external approach and soaks the implant in antibiotic prior to implanting.